Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) repaired first running diagnostics, which revealed that all light emitting diode (led) on the cubie trays were off and the bottom-left led on the module board was flashing and both the controller and module boards were replaced, but the issue persisted. Upon further inspection, liquid was found spilled across the e row, so the area was cleaned, and one cubie tray was replaced, though the remaining trays showed only one led light each. To keep the station operational, the customer requested replacing the entire drawer with one taken from a spare station. A new drawer was ordered for the customer using part numbers 151630-01, 331392-01, and 47279312:0230. The customer tested the repair and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 was failed and unable to recover. There were no adverse events or injuries reported based on this event.